Event description:
It was reported that (4) devices were used during a colon procedure. It was reported by the affiliate that the (2) tct75 and (2) tlc55 insturments were all used in same case. The knife did not cut and staples came out only in the middle of the reload. All four devices were replaced to complete the case. There was no consequence to the pt.